Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data revealed no anomalies. Ventricular capture management trends show a stable threshold at approximately 2v dating back to (B)(6) 2014. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Additional information provided indicated the threshold measurement had been rising. No changes were made and the lead remains in use. No patient complications have been reported as a result of this event.